Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced unspecified post-operative pain after undergoing a laparoscopic endometriosis surgery in which coseal was used for adhesion prevention. The cause of the event was not reported. It was unknown if there was any medical intervention. No further detail was provided regarding treatment, if hospitalization was required or the patient outcome. No additional information is available.